Event description:
Ivantis became aware of a video posted on social media showing a hydrus microstent in which the reporting surgeon stated that the stent appeared to be located in the suprachoroidal space with the inlet presumably against the cornea and obstructed by fibrous tissue. The implantation was performed by another surgeon (identity unknown) in (B)(6) 2021. The reporting surgeon also commented that the device "should never have been left like this" by the implanting surgeon. The patient's intraocular pressure (iop) was 25 mmhg, and the patient was restarted on iop-lowering medications. The reporting surgeon stated that there have been no corneal complications; however, he plans to monitor corneal status before proceeding with any further treatment. The device remains in-situ.

Manufacturer narrative:
The device remains in-situ and is not available for evaluation. Device identifiers and additional information have been requested; a supplemental report will be filed when new information is received. Malposition of the microstent is associated with elevated iop and possible risk of corneal harm. Elevated iop and potential corneal complications are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
No new information has been received from the reporting surgeon. A review of the instagram social media page where the case was first reported was conducted on multiple occasions, and there were no additional details provided on this case. The surgeon reported that he plans to observe the patient to assess the need for intervention. At this time no further information has been received.

Manufacturer narrative:
If additional information is received, a follow-up report will be submitted. Manufacturer reference #: (B)(4).